Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7125335.

Event description:
It was reported that the patient was hospitalized due to sepsis at the pocket and lead site. The infection was not related to the device. All components were explanted and will not be returned per hospital policy.

Event description:
It was reported that the patient was hospitalized due to sepsis at the pocket and lead site. The infection was not related to the device. All components were explanted and will not be returned per hospital policy. Additional information was received that the patient was placed on antibiotics.